Event description:
It was reported that at the beginning of a procedure the laser system displayed an error indicative of a system malfunction. Customer was connected with technical support to trouble shoot the issue. The system was shut down and rebooted however the error persisted. The system was no longer able to be utilized. There was no report of a patient injury; however the manufacturer is filing this as surgical intervention due to the patient requiring an additional procedure as a result of the incompletion of the case.